Manufacturer narrative:
The issue occurred on a cobas 6000 e 601 module, not a cobas e 411 immunoassay analyzer. There were no alarms on the last calibration performed on (B)(6) 2020. The calibration signals were slightly lower than expected. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg+beta value of 169.1 mui/ml. This value was reported outside of the laboratory to the patient and the patient's doctor requested a new sample to be collected from the patient. A second sample collected from the patient was tested on 05-oct-2020, resulting with a hcg+beta value of < 0.100 mui/ml accompanied by a data flag. The original sample was then repeated on 06-oct-2020, resulting with a hcg+beta value of < 0.100 mui/ml accompanied by a data flag. The hcg+beta reagent lot number and expiration date were requested, but not provided.